Event description:
Instrument malfunction resulting in reporting of erroneous test results -ck mb and troponin I-. Post event, abbott technical service determined the malfunction to be insufficient sampling of solution #3 -matrix cell wash-; however, during the period of instrument malfunction, results were produced in 2 separate test runs which contained no error codes or warning flags indicative of instrument malfunction to alert the tech that results were quesitonable. As per sop, critical tests were repeated and verified. Discovery of malfunction commenced when technologist recognized unusual trend in the number of positive troponins, ck mbs, and hcgs. Qc was run which subsequently failed. Sample was retested on 2nd axsym which yielded corrected result. Corrected report was issued and provider was notified. Abbott diagnositics was engaged for problem resolution. Full preventive maintenance was performed by abbott on 04/12/06; lab mgr requested placement of sensors on aspirating straw -reagent 3- along with a definitive report with regard to product improvement from abbott's engineering division.